Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) of a patient performed peritoneal dialysis (pd) therapy in an unhygienic place and developed peritonitis. In (B)(6) 2010, the patient began (pd) treatment. On (B)(6) 2010, the patient developed peritonitis and was hospitalized (B)(6) 2010. Also on (B)(6) 2010, a peritoneal effluent culture was performed with unknown results and a peritoneal effluent analysis was performed with results pending. On (B)(6) 2010, the patient was treated with loading dose intraperitoneal (ip) injections of amikacin 500mg and vancomycin 1gm, and a loading dose intravenous (IV) injection of cefepime 1gm. At the time of this report, the patient remained hospitalized. The outcome of the event of peritonitis was unknown. It was not reported whether the patient was retrained in aseptic technique. The root cause of the peritonitis was due to the patient performing pd therapy in an unhygienic place. Pd therapy was ongoing. The reporter believed the event of peritonitis was not related to pd therapy. Additional information was received on (B)(4) 2010. The peritoneal effluent culture, performed on (B)(6) 2010, revealed no growth and results remained unavailable for the peritoneal effluent analysis performed on the same date. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2010, the event of peritonitis resolved.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.